Manufacturer narrative:
(B) (4): physio-control determined the cause of the failure to be an open high energy defibrillator storage capacitor. A replacement device was provided to the customer.

Event description:
It was reported that the device illuminated the service icon and logged an event code indicating a critical failure. There was no patient use associated with the event. Physio-control evaluated the device and observed that it was not able to deliver defibrillation therapy.